Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dilator does not pass through the vessel, frays.

Manufacturer narrative:
The 4.5f introducer was returned for evaluation. Visual inspection of the sheath revealed several nicks/gouges on the distal tip of the device. The sheath begins to buckle just above those marks. The sheath and dilator have a slight curvature approximately 1 cm from the tip of the dilator, which is the same location as the buckling on the sheath. This is indicative of being advanced against resistance. Due to the condition of the sheath tip, accurate dimensional measurements were not possible. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. A definitive root cause cannot be determined. The instructions for use (IFU) contains the following warnings and cautions: *do not advance any component if unusual resistance is encountered. *do not use catheter or accessories if any sign of product damage is visible or the use-by date has passed. *insufficient tissue dilation can cause compression of the catheter lumen against the guidewire causing difficulty in the insertion and removal of the guidewire from the catheter. This can lead to bending of the guidewire. *do not bend sheath/dilator during insertion as bending will cause the sheath to prematurely tear. Hold sheath/dilator close to the tip (approximately 3cm from tip) when initially inserting through the skin surface. To progress the sheath/ dilator towards the vein, regrasp the sheath/dilator a few centimeters (approximately 5cm) above the original grasp location and push down on the sheath/dilator. Repeat procedure until sheath/dilator is fully inserted. *do not pull apart the portion of the sheath that remains in the vessel. To avoid vessel damage, pull back the sheath as far as possible and tear the sheath only a few centimeters at a time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.